Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the pump module had a message channel error 240.4150. Was sent out for repair. Sensor was replaced, and was calibrated. Operation was verified. No additional information was available.